Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed no evidence of a short battery life. Multiple call service alarms were observed on (B)(6) 2015. The battery voltage was found to be above the call service alarm voltage threshold prior to the recorded alarms. The returned battery cap and cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly; all current readings were found to be within specifications. There was no occurrence of a call service alarm or any other related warnings during the investigation. Product analysis was unable to duplicate the ¿short battery life¿ complaint. The pump was opened and disassembled for further investigation and moisture corrosion was found to the internal components of the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.